Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 513 mg/dl. Bg cause was unknown. Customer loaded new supplies and resumed insulin delivery. However bg began to rise again resulting in the customer going to the emergency room (ER) on (B)(6). Customer was treated with correction bolus via the pump and manual insulin injections at the ER. Customer was released the same day with the issue resolved and no permanent damage. Tandem technical support performed a pump system check and verified that the pump was functioning as intended.